Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the extension set leaked at the filter while infusing lipids to a patient. There was no patient harm.

Event description:
The customer reported that the extension set leaked at the filter while infusing lipids to a patient. There was no patient harm. Received a copy of the customer's sus voluntary event report from FDA, which states ¿lipid filter was leaking."

Event description:
The customer reported that the extension set leaked at the filter while infusing lipids to a patient. There was no patient harm. Received a copy of the customer's sus voluntary event report from FDA, which states ¿lipid filter was leaking."

Event description:
The customer reported that the extension set leaked at the filter while infusing lipids to an nicu patient. There was no patient harm. Received a copy of the customer's sus voluntary event report from FDA, which states ¿lipid filter was leaking."